Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an in service of the devices and normal cleaning procedures, the tips of the two (2) depth gauges broke off. There were no patient and surgical involvement. This report involves one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot number: ft00291) was received at us cq. Upon visual inspection, the needle component is bent at the tip and broken off and the protection sleeve component is missing. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: needle outer diameter = 1.25 +0/-0.05 mm. Measured dimensions: needle outer diameter = 1.23mm, conforming. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the needle component has broken off and is bent. In addition, the protection sleeve component is missing. No definitive root cause could be determined based on the provided information for the conditions of bent and missing component. The broken condition is mentioned to have happened during normal cleaning procedures. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part # 319.006. Synthes lot number: ft00291. Supplier lot number: ft00291. Manufacturing site: synthes monument. Release to warehouse date: 21-dec-2016. Supplier: flextronics america llc. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.